Event description:
A malfunction alarm was reported due to a fault code malf 16 in the pump, which was confirmed to be under warranty. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support advised the customer to switch to multiple daily injections as a backup therapy and arranged for the pump to be replaced. The customer was instructed on how to prepare the pump for return and agreed to send it back using a pre-paid label within ten days.